Manufacturer narrative:
Additional information: b5, d4 plant investigation: no sample was returned to the manufacturer for evaluation. Since no photos were available, the exact failure remains unknown. Based on the description, it¿s a possibility that the leak was coming from the priming bag. However, this could not be confirmed. A review of the batch documentation was performed. No deviations could be found concerning the failure pattern at hand. There were four quality events found for this batch. However, none of the quality events were related to the reported failure. A cause for the reported problem could not be confirmed.

Event description:
All connections were confirmed to be secure before priming started. It was confirmed the xlung kit was inspected for damage prior to use. It was unknown if there were any novalung console alarms associated with the reported event. The reported problem did not lead to any delays in treatment; another kit was used. When asked if there were any visible defects found at the leak location, it was reported that the ¿pouch was damaged¿ [sic]. No photos or videos of the leak were provided for review.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an xlung kit 230 leaked during the preparation for extracorporeal membrane oxygenation (ECMO) therapy. The leak was coming from the debulking bag of the circulatory support circuit. Due to the non-sterility of the product, a different kit was used. There was no patient involvement associated with the reported event. However, it was reported that the leak delayed the start of treatment. The sample was not available to be returned for evaluation. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.